Manufacturer narrative:
(B)(4): final device analysis of the pump revealed that the s2 battery resistance was high. A motor stall recovery alone in the pump log with no other flags related to a motor stall in the pump log along with no indications of a motor stall or stalls in the log is not enough to drive this pump into destructive testing at this time. This choice preserves the pump for later re-analysis if needed. The s2 resistance test failed. The battery resistance waveform test showed a high resistance of 1073 ohms. The pump did not run for a full 2 minutes at 24,000 ul/day and the battery logs showed a voltage drop of 0.84 volts. The battery was sent out for further testing.

Event description:
It was reported that the pt had their pump replaced electively. The medication in the pump was morphine.